Event description:
Dose of antibiotic should have gravity infused over 15-30". Infusion of antibiotic took over 1 hr. Two nurse's visits to assess. When they removed extension infusion ran at correct rate.